Manufacturer narrative:
E1: initial reporter facility name - (B)(6).h.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd extension set was occluded. The following information was received by the initial reporter with the verbatim lipid pump alarming occluded, pressure decreased, and fluid ran freely after disconnecting from filter. Filter replaced. This happened twice in a shift.